Event description:
A customer reported intermittent occlusion alarms. Customer's blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via manual insulin delivery and subsequently changed the infusion set and cartridge to resume normal insulin delivery.